Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe would not connect to the inflation valve of the catheter successfully during pretest.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The sample was evaluated and no abnormalities were observed on the returned sample. The sample was inflated and deflated without difficulty. No conditions were found on sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "6)insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe would not connect to the inflation valve of the catheter successfully during pretest.